Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the head being "bad" it failed its uplink tests and was unable to interrogate. The head was to be sent on for restock and repair (needed cable and label replaced).

Event description:
It was reported that the radiofrequency programmer head was "bad." The head was returned for service. It was noted that the head was not needed back. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.